Event description:
During tonsil procedure, after md used cautery needle, the needle burned end off. #2 needle used with same result. Changed cautery pencil and tip - no further problem. No burns visible to pt in throat or under cautery pad.